Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6)-2011 23:09:24. Impedance - varying resistance/impedance: weekly pace impedance trend data show various spike increases for max ventricular pace bi impedance= 475 to 931 ohms range between (B)(6)-2011 and (B)(6)-2011. Sensing - oversensing: 3 - lfp high rate-ns <= 215 ms average v-cycle between (B)(6)-2011 03:28:41 and (B)(6)-2011 23:09:24.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a patient alert for high and irregular impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.